Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the foot pedal does not work. The timing of event is unknown. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system was experiencing issues with the footswitch not operating properly. There was no reported harm to a patient. There were no reported delays or cancellations due to this issue. The customer called the company representative to assist with troubleshooting. The customer was able to troubleshoot and identified the problem reported. The company representative advised the customer to order a new footswitch and cable. The facility did not request service. With no additional related information provided, the customer reported event was not able to be confirmed. The system was manufactured on july 23, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).